Manufacturer narrative:
Prior to starting troubleshooting, the customer found that the scope connector was upside down resulting in the endoscopy not having an image. After the customer flipped the scope corrector in the correct direction, the device worked as intended, resolving the issue. A supplemental report will be submitted if additional information becomes available.

Event description:
The customer reported to olympus, that there was no image on the evis exera iii video system center. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.